Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending (lad) artery with mild tortuosity and mild calcification that was 95% stenosed. Pre-dilatation was performed and a 3.0 x 23 mm xience prime rx drug eluting stent (des) was deployed at 13 atmospheres. A distal edge dissection at the lesion site occurred after post-dilatation was performed. Another 3.0 x 12 mm xience prime des was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.